Event description:
Reporter alleged a discrepant result when compared to the lab. The reported device result was 2.3 inr, while the corresponding lab result was reported to be 3.3 inr. No patient treatment was received. Controls were reported to be in range. It was requested that the device be returned for evaluation and replacement product was sent.